Manufacturer narrative:
H6: investigation summary scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2 system ivd, part # 338960, serial # (B)(6). Problem statement: customer reported a complaint regarding a biohazard leakage not contained within the instrument. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 25oct2020 to date 25oct2021. Complaint trend: there are 15 complaints related to the issue of biohazard leakages not contained within the instrument. Date range from 25oct2020 to date 25oct2021. Manufacturing device history record (DHR) review: DHR part # 338960 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of biohazard leak not contained within the instrument was due to a worn waste probe. The customer had initially reported that the instrument was leaking at the waste probe. The tsr (technical service representative) in contact with the customer instructed the customer to replace the waste probe with an extra they had onsite. After the replacement, the customer performed the startup procedure and the instrument was performing as expected with no further leaks. The replaced part was not requested for evaluation because it is not returnable 5and was discarded. Although the leakage of waste poses the risk of contamination upon contact, the customer confirmed that they did not come in contact with the fluid and were not harmed in any way. Additionally, there was no spray of fluid outside of the instrument and thus no increased risk of exposure. The instrument was being used for clinical diagnoses but the incident did not delay or otherwise affect the treatment of any patients. The safety risk is limited, s2, and there was no impact to customer health or safety. Service max review: review of related work order #: n/a, case # (B)(4). Install date: (B)(6) 2014. Defective part number: n/a case comments: ((B)(6) 2021 11:03 am): steps taken with customer/ troubleshooting: spoke with customer and she stated that canto is leaking at waste probe. Asked customer to replace waste probe with their extra. Had customer perform startup and system stopped leaking after probe replacement. ((B)(6) 2021 10:52 am): waste probe bubbling on air out port. Returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. Risk analysis: risk management file part #(B)(4), version a, bd facscanto ii flow cytometer (fluidics) fmea was reviewed. The severity rating in this file is ¿9¿ based on the previous scale rating. This rating is equivalent to ¿s3¿ in sop6078-02 rev. 12/vers. J, whereby the biohazard exposure is obvious or indicated by additional (warning) information and hence the impact to the customer is negligible to none. The current mitigations are adequate with rpn under acceptable range. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes, no. Item: 10. Sit ID/od flush. Function: 10.2 rinse biohazardous substances from sit. Potential failure mode: 10.2.1 sit not rinsed, sample remains on outside. Potential effect(s) of failure: 10.2.1.1 biohazard exposure. Potential cause(s) / mechanism(s) of failure: 10.2.1.1.1 software crashes, leaving tube on sit ¿ flush never occurs. Current controls: none. Recommended actions: 1. Add ID/od flush to fluidics startup. 2. Add ID/od flush menu item. 3. Instructions for use, instruct user to perform sit flush. Sev: 9, occ: 1, det: 10, rpn: 90. Mitigation(s) sufficient yes, no. Root cause: based on the investigation results the root cause of the biohazard leakage not contained within the instrument was due to a worn waste probe. Conclusion: based on the investigation results the root cause of the biohazard leakage not contained within the instrument was due to a worn waste probe. During a phone consultation with a tsr, the customer was instructed to replace the waste probe with an extra one they had onsite. After the probe replacement, the instrument was functioning as expected. No one was harmed or injured, and no medical treatment was performed due to the biohazardous leak. The safety risk is moderate, s3, and there was no impact to customer health or safety h3 other text : see h10.

Event description:
It was reported that the waste probe of a bd facscanto¿ ii flow cytometer leaked outside of instrument. There was no user or patient impact. The following information was provided by the initial reporter: waste probe bubbling on air out port: was the leak liquid or air? Liquid; was the leak contained within the instrument? Not contained; was there spray of liquid? No. The biohazard leaked from the top of the waste tank so after the waste line. The leak happened during shutdown so the fluid was sheath. The waste in the tank was mixed with bleach that the customers add to the tank after they empty it and put it back on the machine. The customer had to wipe up the fluid with a paper towel but had proper ppe ie gloves, lab coat and safety glasses. There was no impact to patient samples as it happened at the end of the day during shutdown.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the waste probe of a bd facscanto¿ ii flow cytometer leaked outside of instrument. There was no user or patient impact. The following information was provided by the initial reporter: waste probe bubbling on air out port was the leak liquid or air? Liquid. Was the leak contained within the instrument? Not contained. Was there spray of liquid? No. The biohazard leaked from the top of the waste tank so after the waste line. The leak happened during shutdown so the fluid was sheath. The waste in the tank was mixed with bleach that the customers add to the tank after they empty it and put it back on the machine. The customer had to wipe up the fluid with a paper towel but had proper ppe ie gloves, lab coat and safety glasses. There was no impact to patient samples as it happened at the end of the day during shutdown.